Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. No hub was present to confirm batch number. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation 141.5cm proximal from the tip. There were hypotube kinks at 119cm and 63.8 proximal from the tip. Contrast was in the inflation lumen and blood was in the guidewire lumen. The balloon was tightly folded. Microscopic inspection of the device revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14-may-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilation; however, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube separation. It was further reported that the fracture occurred during the procedure and outside the patient's body.

Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. No hub was present to confirm batch number. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation 141.5cm proximal from the tip. There were hypotube kinks at 119cm and 63.8 proximal from the tip. Contrast was in the inflation lumen and blood was in the guidewire lumen. The balloon was tightly folded. Microscopic inspection of the device revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14-may-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilation; however, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube separation.